Manufacturer narrative:
Per tandem's user guide, do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can adjust the insulin units up or down before you decide to deliver your bolus. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported by the contact that the carbohydrate was turned to "off" in the bolus setting. The contact thought that the customer may have inadvertently turned it to "off." Tandem technical support assisted the contact with turning it to "on." The customer's blood glucose (bg) was 400 mg/dl and the contact stated that the high bg may be related to a non-tandem infusion set issue. A corrective bolus and an increased temporary basal rate were used to address the bg level.